Manufacturer narrative:
The reported incident of the battery surface temperature causing burns could not be confirmed through the investigation. 14v battery serial number (B)(4) was tested with laboratory equipment and in an ambient room temperate of 71 degrees fahrenheit/21.7 degrees celsius. Thermocouples were attached to the front and back side of the returned 14v battery to measure surface temperature, while operating on laboratory equipment with the set speed at 12,600 rpm. The highest measured surface temperature was 72.3 degrees fahrenheit/23.4 degrees celsius. The measured value did not exceed the specification (41 degrees celsius). The battery was discharge tested with an electronic load based battery test system, which met minimum requirement of the discharge time for the pack. Visual inspection of the returned 14v battery was unremarkable. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced other seven of the eight batteries replaced were reported under medwatch MFR report # 2916596-2018-04868, 2916596-2018-04869, 2916596-2018-04870, 2916596-2018-04872, 2916596-2018-04873, 2916596-2018-04874, and 2916596-2018-04875. Approximate age of device ¿ 63 days (calculated from the date the battery was issued to the patient.) No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the 14-volt external batteries burned the patient and caused skin blistering. Reportedly, the patient wore the vest that holds the batteries against the body and had always used this vest without previous issues. All eight batteries were replaced by the customer.